Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during use in a procedure. The needle got stuck in the suturing device. Had to try many times and used a lot of force to open. Was eventually able to do so. There was no patient harm.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. No abnormalities were found during visual inspection and functional testing of the returned product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during use in a procedure. The needle got stuck in the suturing device. Had to try many times and used a lot of force to open. Was eventually able to do so. New device was opened to complete the procedure. There was no patient harm.